Manufacturer narrative:
(B)(4). Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? The pressure immediately became zero as after the obturator was take out. What was the gas consumption rate or volume (liter/minute)? 3 litres per minute. Were you able to identify where the leak was coming from? Yes, the leak was coming from the obturator opening. Was a device inserted in the trocar during the leaking? If so, what device? No. Was any torque being applied to the trocar or device? No. The analysis results found that the device (a) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The analysis results of the device (b) found that it was received with the cap of the sleeve detached and missing making the instrument non-functional; the seal mechanism was found to be in good condition. Evidences of welding were noted on the cap-sleeve assembly area. It could not be determined what may have caused this condition. Due to the returned condition of the device no testing could be performed to evaluate the event reported. As the sleeve cap was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4) sleeve.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap pyeloplasty procedure, after the trocar was inserted in the abdomen and the pneumoperitoneum achieved, the valve of the trocar comes out when the obturator is taken out from the cannula of the trocar while fixed in the abdomen. This results in the immediate loss of pneumoperitoneum. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.